Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Medical records estimated blood loss of 300 cc. Irrigation and debridement of left tha; head and liner exchanged; placement of antibiotic-impregnated beads. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 650-1055, cer bioloxd option hd 28mm 027320, head; 650-1067, cer option type 1 tpr sleve +3 617610, sleeve; ep-200156, act artic e1 hip brg 28x50mm 274460, bearing; us157856, m2a-magnum pf cup 56odx50id 914110, cup. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-03588 cup.

Event description:
It was reported that the patient underwent a stage ii re-implantation procedure for the ongoing infection nine years post initial total hip surgery. Patient has had multiple surgeries due to infection. Attempts were made to obtain additional information; however, none was available.